Event description:
Event description guidant received information that within a month post implant, this implantable left ventricular pacing lead exhibited loss of capture and was found to be dislodged.